Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had arctic sun device with a bad mixing pump not cooling and failing calibration. Gave them the 2000-hour info since the device had 9148 system hours but, said they already did the 2k pm at 8600 hours in biomed so they will just order the mixing pump.

Event description:
It was reported that they had arctic sun device with a bad mixing pump not cooling and failing calibration. Gave them the 2000-hour info since the device had 9148 system hours but, said they already did the 2k pm at 8600 hours in biomed so they will just order the mixing pump.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Gave them the 2000-hour info since the device had 9148 system hours but, said they already did the 2k pm at 8600 hours in biomed so they will just order the mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.